Event description:
Boston scientific crm received information from the patient's spouse that this device was alleged to have caused a staph infection for the patient. The device subsequently was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
This report will be updated if additional information is received.